Manufacturer narrative:
Additional information: catalog # 72402105, 72401980. Serial lot # (B)(4). Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. Should additional information becomes available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent. The event is captured in our labeling as a foreseeable event. Ams has requested the return of the explanted device.

Event description:
On (B)(6) 2005, a (B)(6), male, was implanted with an acticon device. On (B)(6) 2005, the cuff was revised. On (B)(6) 2008, the cuff was revised again. On (B)(6) 2008, a revision surgery occurred details were not provided and it is uncertain which, if any, components were removed or replaced. On (B)(6) 2010, the entire device was removed and replaced due to "defect in cuff," fluid loss. No further information provided.